Manufacturer narrative:
(B)(4). Product ID: 748251cv, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies.

Event description:
Additional information reported that ¿battery depletion was the reason for the loss of therapy.¿ it was noted that everything was "working properly" after the chronic pain patient¿s implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported the patient experienced a "loss of therapy where needed." The patient's lead and battery were subsequently replaced and the reason for device removal was reported as "therapy-related" and due to the "dislodgement" of the lead. It was noted there was no patient death due to the event and the patient "recovered without sequela" following the device replacement.